Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed a service code 102 - charge profile fault. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon evaluation, the r30 and r31 measured approximately 500 ohms, compared to specs of 0.1 ohms (r30) and 5 ohms (r31). The cause of the code 102 is the improper output at resistors r30 and r31. The cause of the improper output is poor solder. The root cause of the poor solder cannot be positively identified but is likely an assembly error. No adverse event resulted from the poor solder. The patient received a replacement monitor.